Manufacturer narrative:
Failure analysis in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was leaking. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was leaking. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon inspection by a manufacturer service technician, the reported leaking was duplicated. An e-box seal failure was identified as the probable cause for the reported leaking.